Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a rectum procedure. The device could not be fired. The case was completed with a new device. No patient injury.